Manufacturer narrative:
The customer returned the flow pump for service on (B)(6) 2017 and there was no mention of an MDR associated with this unit. Later, we received an MDR from the customer on (B)(6) 2017. Our service dept. Found that plexiglass plate is broken on the pump head. The plexiglass plate shows the direction of flow. The flow mechanism is running in the proper direction. The cord wrap has a bend. The physical damage to the pump did not and cannot affect the performance of the pump.

Event description:
Allegedly, during a turp procedure, while karl storz continuous flow pump was used, the user experienced problems with the flow connection for the resectoscope. They claimed that "pressure was introduced from the tubing rather than withdrawn from the scope. The bladder appeared taught ( tough? ) to the surgeon. The tubing was tightened and fluid started draining out. The problem was corrected, and procedure was completed. The patient had post op abdominal pain. Cat scan revealed a perforated bladder."